Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the paint on top off cycler heating tray was coming off and looked melted or as if something has melted on top of cycler. The patient stated that nothing has melted on the heater tray. The patient also stated the black protector around the round silver thermistor broke off. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn reported that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation. Additional information was requested, however, has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the cycler exterior showed the heater button ring was cracked and the heater tray paint was cracking. Also found the front panel bezel was damaged. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump door, and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test and a balloon valve actuation test. Pre-accelerated stress test 15-minutes 1000ml simulated treatment was performed and passed with no further alarms or issues. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the paint on top off cycler heating tray was coming off and looked melted or as if something has melted on top of cycler. The patient stated that nothing has melted on the heater tray. The patient also stated the black protector around the round silver thermistor broke off. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn reported that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation. Additional information was requested, however, has not been provided.

Manufacturer narrative:
Correction: h6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the paint on top off cycler heating tray was coming off and looked melted or as if something has melted on top of cycler. The patient stated that nothing has melted on the heater tray. The patient also stated the black protector around the round silver thermistor broke off. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn reported that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation. Additional information was requested, however, has not been provided.

Manufacturer narrative:
Correction: a1,a2,a3,a4, b7, h6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the paint on top off cycler heating tray was coming off and looked melted or as if something has melted on top of cycler. The patient stated that nothing has melted on the heater tray. The patient also stated the black protector around the round silver thermistor broke off. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn reported that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation. Additional information was requested, however, has not been provided.